Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on (B)(6) 2018 that surgical revision had been postponed to (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that during the surgical revision on 2018-(B)(6)the physician noted the pump was "not fixed to the task." The physician sutured the loops to the pocket. The problem on the volume discrepancy was still unknown. Catheter patency was verified using contrast agents and all products remained in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the physician did not remember the date it was discovered the pump was rotated and was estimated to be (B)(6) 2018 based on information reported by the manufacturer representative and the daily dose and concentration programmed. It was specified that related to the "worsening of symptoms" the patient felt symptoms of opiate withdrawal. It was clarified that the pump was not fixed to the pocket (instead of the previously stated "task"). It was unknown if programming errors were ruled out as a cause of the volume discrepancy. Before the event no volume discrepancies were observed, another follow up to check the pump reservoir would be scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine [7.5 mg/ml] at a dose of 4.6 mg/day via an implantable pump for an unknown indication for use. It was reported on (B)(4) 2018 that a problem occurred with the patient's pump, which was implanted in october 2017. During the refill on (B)(6) 2018, the physician found 35 ml of drug in the reservoir but the expected volume was 3 ml according to the programming information. No alarms or "strange logs" were found. It was noted that at the previous refill the expected volume and actual volume of the drug were the same but the physician noticed that the pump was rotated and he manually/externally flipped it before the refill. In addition, the patient had worsening symptoms, so the physician decided to increase the drug dose at that time. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. No diagnostics/troubleshooting was performed. Surgical intervention was scheduled for (B)(6) 2018. No further complications were reported or anticipated. The patient's gender, age, weight, and medical history were asked but would not be made available.